Event description:
It was reported that, during a 2 aide resident transfer hook broke resulting in resident falling. Pelvic pain x-ray ordered; x-ray o.k., noted raised area on back of head and forehead.